Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and that the back light was not working. The reporter denied trauma and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump was booted up and the display was observed to be a dim red color. The display was removed and replaced with a test display and functioned normally. Unrelated to the display issue, the contrast button functionality was intermittent to testing. All other keys functioned normally when tested. The keypad cover was removed and contamination was observed underneath the contacts for the down and contrast control button.